Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Analysis of the returned stent found that it was severely damaged and caught at the distal tip of the guide extension catheter. This type of damage is consistent with the removal of the device through the guide extension catheter. The stent crimp force, the crimp temperature and the crimp duration for the batch all are within the specified range. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during withdrawal attempts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the atrioventricular nodal branch of right coronary artery to the posterior descending artery. Following placement of a 145, 5-in-6 guidezilla guide extension catheter, a 16x4.00 promus premier drug-eluting stent was advanced. However, the stent delivery system became stuck with the guidezilla and the strut of the stent got lifted. The whole system was removed from the patient's body and the procedure was completed using a 20x4.00 promus premier drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the atrioventricular nodal branch of right coronary artery to the posterior descending artery. Following placement of a 145, 5-in-6 guidezilla¿ guide extension catheter, a 16x4.00 promus premier¿ drug-eluting stent was advanced. However, the stent delivery system became stuck with the guidezilla and the strut of the stent got lifted. The whole system was removed from the patient's body and the procedure was completed using a 20x4.00 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was good.